Event description:
A surgeon reported an unintended hyperopic outcome following an intraocular lens (iol) implant procedure. The iol was removed and replaced with an iol of a different power approximately three weeks after the initial procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the account for further investigation. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Product evaluation: updated information was received. Results from the product history record review indicated the product met release criteria. The questionnaire also indicated the use of an unapproved viscoelastic with the approved associated products. The cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the hyperopic surprise. Information in the file indicated that the replacement lens was a lens of the same lens model but one and one half diopters less in power. (B)(4).